Event description:
On 3/10/1998, md attempted to remove suprapublic malecot catheter. This was placed in o.r. On 2/14/1998. The tip of catheter broke off internally. Retained section was surgically removed during exploration on 3/10/1998.